Event description:
Our country representative in (B)(4) was contacted by a vns neurosurgeon reporting that their pt did not have any perception of stimulation and had high lead impedance dcdc 7. The pt went to surgery and a pin reinsertion was performed and the following system diagnostic test resulted in a dcdc of 2. It was decided to a prophylactic change of the generator. After the generator was replaced following system diagnostic testing resulted in a dcdc of 2. The pt had been having seizures for two months back to their baseline pre vns level and was reported to be related to their high impedance. No x-rays were taken prior to surgery. No further troubleshooting was performed in the surgery. The event was likely related to the lead pin not being fully inserted or the set screw not being fully tightened.